Event description:
CPAP [continuous positive airway pressure] pressure was ordered at 5 and noted to be at 8 for patient a and ordered at 6 but noted to be at 7 for patient b. Respiratory orders were confirmed and made appropriate changes to CPAP pressures. Found that the stick indicator that adjusts the pressure was loose on both the bubble CPAP circuits. Circuits were immediately replaced with new circuits for both patients. The CPAP probes on the new circuits were tighter and stuck at the graduated pressure lines as expected. No injury to either patient. We did reach out to the product rep to discuss this issue. (Issue: with the CPAP probe loose it could easily drop lower, which will increase the pressure.) We are also now checking all new circuits for tightness before use.